Event description:
The initial reporter received questionable elecsys ca 19-9 and elecsys cea results from two patient samples tested on the cobas 6000 e601 module. This medwatch is for the elecsys ca 19-9 assay. Please refer to medwatch with a1. Patient identifier (B)(6) for the elecsys cea assay. On (B)(6) 2024: the initial result from the reported reagent lot was 459.90 u/ml. The first repeat result from a different elecsys ca19-9 reagent product was 28.82 u/ml. On (B)(6) 2024: the second repeat result from a new reagent pack of the same reported reagent lot was 26.52 u/ml.

Manufacturer narrative:
The serial number of the cobas 6000 e601 module is (B)(6). The customer does not use the required tip/cup for the module. The measuring cells were overdue for replacement. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The issue was consistent with the customer's use of unapproved procell, cleancell, and tip/cups. A general reagent problem was not present, because the qc before the event was within ranges.